Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure the needle of the device fell out on a locked position. Another device was used to complete the case. There was no patient harm.